Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for device change-out due to normal eri, high out of range hv lead impedance was observed. The lead was capped and replaced. Patient's condition was stable.

Event description:
It was reported that an asymptomatic patient presented for device change-out due to normal eri with high, out of range, hv lead impedance. The lead was capped and replaced. Patient's condition was stable.